Event description:
It was reported that within a 24 hour period one user had two samples populate the wrong demographics that were not associated with the patient ID they entered. The demographics changed to a patient on a different ward. Both retained the pid entered despite populating the details of another pid. There was no reported adverse patient impact.

Manufacturer narrative:
It was reported on november 5, 2024, that within a 24 hour period one user had two samples populate the wrong demographics that were not associated with the patient ID they entered. There was no reported adverse patient impact. Analysis of the gemweb plus logs determined that the mismatch is due to a known error that may happen when the lis provides slow responses (implying timeouts). In order for this to occur, a timed out response has to be received in the small millisecond window between generation of the next query and the moment it is sent out. This defect was solved in gemweb plus v6.1.0.